Event description:
"On (B)(6) 2013 the ssu representative for maquet in (B)(6) reported that with cardioplegia side of the hcu 30 serial number 100155 at 8ºc and patient side at 38 ºc, the tank temperature was at 3ºc. After 15 to 30 min compressor got turned off regardless the tank temperature. The tank temperature began to rise as did the cardioplegia side water temperature and could not be regulated. There was no change to the patient side temperature and it continued to be regulated. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the compressor was found to be defective and was replaced. (B)(4)."